Manufacturer narrative:
.

Event description:
A hospital employee alleged that a (B)(6) female patient, weighing (B)(6), underwent a radiofrequency cardiac ablation procedure on (B)(6) 2019. The surgery was 2 hours in length. The patient was in a horizontal dorsal decubitus position during the procedure. The patient had a 3m electrosurgical plate (model 9165) placed on the left interscapular region. No skin preparation was performed. An insite c3 navx rf generator was used. During the removal of the scalpel plate, in the dorsal thoracic region between the left scapula and the spine, a skin lesion was noted. The injury was described as skin cauterization/burn. No patient skin sensitives/allergies were specified. The wound was reportedly located under the plate's edge region. The plate was removed without difficulty. The plate was reportedly fully adhered when removed. The patient was discharged the day after the procedure. The wound was reportedly treated daily, at home by the patient's family, using papain dressings. The nurse reported the patient was doing well with the clinical treatment at home.

Manufacturer narrative:
Race: information not provided. Initial reporter's occupation not provided. The product sample was not returned for evaluation. A DHR (device history review) was completed for the reported product lot #. The DHR did not indicate any quality issues with the reported lot #. The customer reported the patient plate was placed in the "dorsal thoracic region between the left scapula and the spine" during a cardiac ablation procedure in which the patient was in a "horizontal dorsal decubitus" position. This would indicate that the plate was placed on the patient's back and the patient was lying on top of the plate. If this was the case, it is possible the plate was overloaded with too much current due to the placement of the plate and had excess weight on the plate. The instructions for use state: "do not place the universal pad under the patient. Weight bearing sites have restricted blood flow and may reduce the performance of the universal pad." The instructions for use also state "avoid placement over bony prominences, metal prostheses, or scar tissue." Closely following the instructions for use reduces the risk of burns and pressure necroses. It was not possible to definitively establish causality of the reported injury. 3m will continue to monitor.

Event description:
A hospital employee alleged that a (B)(6)-year-old female patient, weighing (B)(6) kg, underwent a radiofrequency cardiac ablation procedure on (B)(6) 2019. The surgery was 2 hours in length. The patient was in a horizontal dorsal decubitus position during the procedure. The patient had a 3m electrosurgical plate (model 9165) placed on the left interscapular region. No skin preparation was performed. An insite c3 navx rf generator was used. During the removal of the scalpel plate, in the dorsal thoracic region between the left scapula and the spine, a skin lesion was noted. The injury was described as skin cauterization/burn. No patient skin sensitives/allergies were specified. The wound was reportedly located under the plate's edge region. The plate was removed without difficulty. The plate was reportedly fully adhered when removed. The patient was discharged the day after the procedure. The wound was reportedly treated daily, at home by the patient's family, using papain dressings. The nurse reported the patient was doing well with the clinical treatment at home.